Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a continuous glucose sensor showing approximately 300 mg/dl and a confirmatory fingerstick showing 338 mg/dl, persisting for more than 90 minutes; the user performed a full infusion set and supply change and reported use of a steel infusion set and a dexcom g7 sensor. Customer care provided support that included, troubleshooting guidance, and a goodwill replacement of infusion supplies. Investigation of this case revealed no device malfunction could be confirmed and the cause of hyperglycemia remained unclear. No symptoms associated with high blood glucose reported. Outcomes included self-management at home without medical intervention and subsequent stabilization of glucose to 159 mg/dl. It was concluded that the event was consistent with hyperglycemia of unclear cause with no adverse long-term outcome and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.